Event description:
It was reported that a patient presented with an incorrect diagnostic anomaly noted on the patient's implantable cardioverter defibrillator. It was suggested to clear the device. No adverse patient consequences were reported.